Manufacturer narrative:
(B)(4). A wallstent biliary partially covered stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection found the wires of the stent punctured the outer sheath. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received. A media inspection was performed of a photo provided by the complainant and it was also observed that the stent was fully covered and undeployed. No other issues were noted to the stent and delivery system. The reported event of stent failed to deploy was confirmed as the stent was received fully covered by the outer sheath and the functional evaluation revealed the stent was unable to be deployed. The investigation concluded that the reported event may likely be due to factors encountered during the procedure. It may be that the interaction of the device with the scope, the patient's anatomy, excessive force applied during attempted depoyment, and/or the physician reconstraining the stent and attempting to deploy it again could have contributed to stent failure to deploy and the observed event of stent wire punctured sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on that a wallstent biliary rx partially covered stent was to be implanted to treat a 4cm cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to deploy partially and was recaptured to change position. When the stent was deployed again, resistance occured and the stent failed to deploy. Reportedly, the stent was fully covered by the outer sheath on the delivery system when it was removed from the patient. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent wire punctured the clear outer sheath.